Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded a shock impedance measurement of 0 ohms, likely due to electromagnetic interference (emi). Shock impedance measurements were otherwise stable in the 64-68 ohms range. There was no evidence of noise, and only stored electrograms (egms) were the right ventricular automatic threshold (rvat) test and presenting egm. Technical services (ts) discussed troubleshooting options, including reviewing the patient initiated interrogation (pii) data for the next day. Additional information received reported that the patient was in surgery at the time of the 0 ohms measurement, and shock impedance measurements returned to baseline after the surgery. This ICD system remains in service. No adverse patient effects were reported.